Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-05819. It was reported the patient experienced a cerebrospinal fluid leak (csf) during the implant procedure. The issue occurred while the physician was placing the left lead in position. There was no intervention performed at the time. The patient reportedly had a headache post-operatively for which she was given oral medication. The patient's headache has since resolved.